Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product was disposed by the facility.